Event description:
Info received indicates the brake pedal will pop out of the brake mode after it is set.

Manufacturer narrative:
The tech isolated the issue to defective casters. He replaced the four casters to repair the bed.